Manufacturer narrative:
Sensor (B)(6) has been returned and an extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain readings. The customer was unable to self-treat, requiring treatment with an energy drink and jam provided by a caregiver. There was no report of death or permanent injury associated with this event.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain readings. The customer was unable to self-treat, requiring treatment with an energy drink and jam provided by a caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Performed a visual inspection on the sensor plug assembly and not no failure modes were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with the cyclic redundancy check (crc) error (event code 47). Visual inspection was performed on the returned sensor plug and no failure modes were observed. An extended investigator was also performed. Visual inspection was performed on the returned sensor, no damage was observed. The sensor data was analyzed, and it revealed cyclic redundancy check (crc) error has been caused by memory corruption in the ferromagnetic random access memory (fram) section of the application specific integrated chip (asic) this issue is confirmed due to memory corruption. In addition the DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.